Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55-56 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was subsequently hospitalized and treated with intravenous fluids of saline which resolved the issue and there was no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer declined to provided any additional information and a release date was not available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Manufacturer narrative:
(H6) add codes- 4121, 213, 67